Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 429688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to a possible fracture of the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.